Manufacturer narrative:
Intermittent down button due to moisture damage on keypad traces. The device had broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the buttons are difficult to press. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.